Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full examination. As received, the balloon was found to be ruptured in the middle area; the edges of latex did not appeared to match at the ruptured region. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. See specification table". On the other hand, through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, the balloon of this embolectomy fogarty catheter burst. There was no allegation of patient injury. The device was available for evaluation. As per evaluation results, the balloon was found to be ruptured in the middle area. The edges of latex did not appeared to match at the ruptured region. Patient demographics unable to be obtained.

Manufacturer narrative:
Updated: g6 (type of report), g3 (date received by manufacturer), h6 (component code, investigation findings, investigation conclusions). Added: h2 (type of follow-up). One fogarty embolectomy catheter was received by our product evaluation laboratory for a full examination. As received, the balloon was found to be ruptured in the middle area; the edges of latex did not appeared to match at the ruptured region. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. See specification table". On the other hand, through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. Based on further engineering investigation, the failure mode is not associated to a manufacturing defect. As part of the manufacturing process all of the units go through balloon and winding inspection process performed as per internal procedures. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.